Event description:
The event is reported as: the unit turns off while in use. No report of pt injury or harm.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per the device history record (DHR) the product concha neptune, lot # 610090250 was manufactured on 09/14/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is not necessary to receive the physical sample to perform a proper investigation and confirm the defect. The complaint can not be confirmed since the sample as not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.